Event description:
It was reported that when the device was used during a laparoscopic middle rectal cancer resection, after the surgeon removed the retaining cap of the cartridge, the staple dropped. Because the hospital had no more cartridges as a standby, the surgeon had to resect all the rectal tissue including anus and finished the operation. The pt was fine afterwards, but lost anal function.